Manufacturer narrative:
Per good faith effort (gfe) response, the authorized service provider (asp) engineer stated that the display button was not responding while the device was in use on a patient, and the operation panel was damaged. No repairs were completed by the asp engineer as the customer declined service and repair¿the hospital found a third-party vendor to repair the device and replace the operation panel. No further information regarding the repair could be obtained, but the asp engineer confirmed that the device was repaired and returned to service after it successfully passed performance specification testing. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
E1: reporting institution name - (B)(6).

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the monitor buttons were not responding. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user.